Event description:
A customer had sent their device to the third-party service agent for repair. Upon review, it was observed that the device would not recognize it's hard paddles and subsequently would not charge due to a broken pin in the therapy connector. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy connector and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A customer had sent their device to the third-party service agent for repair. Upon review, it was observed that the device would not recognize it's hard paddles and subsequently would not charge due to a broken pin in the therapy connector. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Root cause was determined to be damaged pins on the therapy connector.

Event description:
A customer had sent their device to the third-party service agent for repair. Upon review, it was observed that the device would not recognize it's hard paddles and subsequently would not charge due to a broken pin in the therapy connector. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.